Manufacturer narrative:
Per a good faith effort response, biomed confirmed that the blower was changed, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that a 1122 blower temperature high error occurred. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the v60 was removed from service; however, there was no report of any adverse outcome to patient care or therapy. The remote service engineer (rse) mentioned that the latest version of the service manual is version r and advised the customer that the 1122 error code meant that the blower temperature was greater than 95ºc for longer than 60 seconds. The rse also provided the customer with the troubleshooting steps which included verifying that the air inlet filter was not dirty or blocked, verifying that the cooling fan was operational, replacing the blower, and replacing the motor controller (mc) printed circuit board assembly (pcba). The customer confirmed that the cooling fan was running, and the filters were clean. The rse then informed the customer that there was a possible blower problem and provided the customer with the part number of the blower assembly. The investigation is ongoing.